Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that high impedances of >40,000 ohms were measured on contact 0, which was not used in programming. The hcp was not with the patient at the time of the call and so no troubleshooting was possible. No patient symptoms were reported. No further patient complications have been reported as a result of this event.